Manufacturer narrative:
(B)(4). The (B)(6) lift bath trolley is designed especially for hospitals, nursing homes and other health care facilities. This equipment is intended for lifting and transferring adult residents to and from a bathroom and to be used in an assisted bathing process. (B)(6) must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU). (B)(6) is designed for resident with decreased mobility, who has poorer stability of the upper body and feels more comfortable and safe in horizontal position. This lift bath trolley is equipped with 3-parts, adjustable stretcher. The back rest (left and right) can be electrically tilt to ensure the sufficient level of comfort to the patient. The incident description and received pictures give some contraindications and does not give clearly indicate what and how the injuries had happened. (B)(4). Device was examined by arjohuntleigh representative at the facility; although the device was functioning as per manufacturer recommendation, it was worn and some parts such as stretcher, safety belts and the battery are to be replaced before the device would be put back in use. The handle area which was estimated to cause the injury was photographed and considered to be sharp, however it was positioned with the sharp part on the top underneath the handle, what cast doubt on the circumstances of the event. Based on the technician's evaluation the device was not up to the manufacturer specification at the time of event. The patient is supported by soft pur material and harder parts are located out of normal reach. When (B)(6) is used according the IFU, the patient is not in the position to get any injuries, the person is lying on the stretcher, with their legs and arms on the stretcher. Our simulations of the event show the need for off-label use to come to event outcome. This and pictures for this complaint, comparing it to the devices on the production floor and simulations show the following: the end of the handle(which shows the top side to be greatly worn) is movable and can be moved in its axis, therefore as we would never know it for sure, but we can suspect that this part was turned around for better visualization of the malfunction of this part on the pictures. Therefore we cannot exclude that the sharp edge was underneath the handle, just in the gap where the leg was said to receive laceration. When the patient is more anxious, performs some unexpected movements, or would use some force or weight of their leg when moving and accidently approaching the indicated places it is considered under those conditions potentially the patient would possibly receive a cut. Normally when the device is used according to IFU and the patient is calmly lying on the stretcher during bathing procedure, it is unlikely for the leg to reach these places. There are two potential places where a patient could position their lower leg and receive a cut on the shin. Those places were checked during simulation and this resulted in the finding that a leg could only become stuck between the power drive bottom and the stretcher. In the incident description that was reviewed and used for the simulations, it is written that the caregiver observed that the resident slid down lengthways off the stretcher, at which point the resident's leg got caught between the handle area of the stretcher (under the area of the drive button) and the stretcher. The button for the power drive cut the skin of this resident. This was reported to have happened on the end of the bathing. When considering that this happened when the patient was sliding into a bath: in this situation the (B)(6) handle sits approximately 30 mm from the tub end when positioned in the tub, it appears impossible to slide the foot/leg any further than that distance (30 mm) past the stretcher handles. As it is seen on the picture much more space is needed on the end of the stretcher that the leg could go that way. But when considering that this happened after the bath when the patient was already taken out of the tub for drying and to be transferred to the room then this scenario could be more likely. The device was being used for patient care at the time of the event, it may have contributed to outcome of the event and was not to specification at that time. Although the exact root cause and circumstances of the event have not been able to be established, we could establish that it can't be ruled put that the device at some point has contributed to the injuries therefore to the reported adverse event. It would appear the relatively very low occurence rate of kind of outcomes described as skin damage indicates it most likely occurred as a result of some patient being more sensitive but most significantly not being positioned on the stretcher in the correct way as described in the IFU.

Event description:
Arjohuntleigh has received a complaint were it was described that on (B)(6) 2010 resident was being provided with a bath, utilizing a medical bath trolley (2002 (B)(6) trolley along with a 2002 (B)(6) p300 bathing tub). At the end of the bath the care provider observed the resident sliding down the length of the stretcher, at which point the resident's left leg got caught between the handel area of the stretcher (under the area of the drive button) and the stretcher. The button for the power drive was indicated to have cut the skin of this resident. Treatment included 12 stitches. This complaint was initially reviewed and assessed as a non-reportable complaint on (B)(6) 2010, based on the initial evaluation performed by the previous vigilance reporter. Investigation and simulations performed for a subsequent similar event revealed this complaint should have been reported, therefore it being reported retrospectively. The complaint has been reopened on (B)(6) 2015, new awareness date has been set up as a date of the simulations performed on (B)(6) 2015.